Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for evaluation; however, the stent implant was not returned. Based on visual analysis of the returned sds, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the 2.5 x 23 mm xience v stent delivery system (sds) was removed from the packaging, the stent was noted to be moved on the sds balloon. The device was not used, and a new xience v sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.